Event description:
In 2001 the user facility's nurse called maersk medical UK, and stated that the device is leaking and on examination found to be cracked. On august 30, 2001 maersk medical received the complaint and on september 4, 2001 the used infusion set was received. The near-incident took place in a foreign country.